Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df- header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient recently underwent a lead revision procedure where the rate/sense portion of the lead was replaced due to increased pacing impedance measurements and increased threshold measurements. An invasive procedure was performed to assess the high voltage lead connection. The lead/device connection was secure, however it was noted that the header was loose. Following the procedure the patient reported they had been punched multiple times in the device area. The device was successfully explanted and replaced. The chronic leads remain in service. No additional adverse patient effects were reported.